Event description:
Meter name: one touch ii. Strip name: one touch. Meter code: 7. Strip code: 7. Strip storage: properly. Symptoms: shaky, nervous, sweating. A patient reported they were not able to get correct blood readings due to damage display and erratic readings. Their meter allegedly was inaccurately erratic and display is damage. The result on their meter was 224 mg/dl. Customer has not tested on any other equipment. The time difference between patient's readings was 11-20 minutes. Treatment was insulin.. Had to guess since not able to get a correct reading. No further info has been reported.